Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of over 800 mg/dl with ketones that were identified as dangerous by a healthcare provider. The customer attempted to self-treat with a correction bolus via the pump but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on (B)(6) 2023. A systems check with tandem technical support verified the pump was functioning as intended.